Event description:
It is reported that in 1996 pt underwent left total hip replacement. Post-op in 2000, x-rays revealed progressive loosening of the femoral stem as a result of debonding. Following, 2000 the left hip was revised. The new products implanted were a zimmer trilogy elevated rim liner, depuy solution femoral stem, and a depuy articuleze femoral head.